Event description:
It was reported that a ventricular tachycardia (vt) episode occurred below the programmed therapy zone on this implantable cardioverter defibrillator (ICD). During review of the device data, possible far-field r-wave oversensing and a left ventricular (lv) pacing threshold requiring further evaluation were identified. Technical services (ts) successfully completed troubleshooting of the transmission. The device continued to operate as programmed. No adverse patient effects were reported. This ICD remains in service.